Event description:
The customer reported that 20 ml of blue liquid leaked from the coulter® lh 500 hematology analyzer and onto the counter. The customer stated that the instrument was down and required service. The laboratory personnel was wearing gloves, goggles, and labcoats, and that there was no exposure to any open wounds or mucous membranes. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the I-beam tubing had become disconnected from pinch valve (pv43). The fse replaced the tubing and checked over the instrument for any other loose or suspect tubings, then verified the instrument, issue was resolved. The fse also performed incidental services and found that several pvs from the mix chamber were not firing, and he replaced manifold (mf13). Failure mode was related to disconnected tubing at pv43. (B)(4).